Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found a blown fuse and additional charred fuse components on the ac inlet of power supply that indicated bad power supply and it was determined the power supply needed to be replaced. In addition, the evaluation found a worn out socket slider switch causing intermittent use of high intensity mode, the olympus lamp life meter was reading at 300+hours, the light output measured out of range and the lamp needed to be replaced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device had no power. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of blown fuses in the ac inlet of the power supply and other burnt fuse components not turning the power on could not be identified. Olympus will continue to monitor field performance for this device.